Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted there is blood visible inside the lead, by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead dislodged several times. Due to the difficulty of the implant, no lead was implanted. No patient complications have been reported as a result of this event.